Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 535 (mg/dl) after being hospitalized for an unspecified illness on (B)(6) 2016. While in the hospital, customer was removed from the pump and treated with intravenous insulin and insulin injections. Customer was released from the hospital on (B)(6) 2016.